Event description:
Sae: deterioration of general health status (general physical health deterioration) ((B)(6) pt: general physical health deterioration). This report concerns subject (B)(6), a (B)(6) male who was enrolled in (B)(4). On (B)(6) 2015, the subject commenced treatment with randomized therasphere 116 gy on right lobe for the treatment of unresectable hepatocellular carcinoma. The subject did not start sorafenib therapy (per protocol nexavar oral tablet daily 800 mg). Concomitant medications included acetylsalicylate (160 mg oral, once per day from 2009) for stroke, telmisartane (80 mg oral, once per day from 2007) and hydrochlorothiazide (25 mg oral, once per day from 2007) for hypertension, insulin (64 iu subcutaneous injection once per day from 2007) and repaglinide (7 mg oral, once per day from 2007) for diabetes, lorazepam (3.5 mg oral, once per day from 1981) for anxiety, ranitidine (150 mg oral, twice per day from 2007) for gastro duodenal ulcer, paroxetine (20 mg oral, once per day from 2014 november), durasteride (0.5 mg oral, once per day from 2014 (B)(6)) and benign prostatic hypertrophy. The subject's relevant medical history included hepatocellular carcinoma. Following non-serious adverse events were recorded in the clinical database at the time of this report: hepatic failure from (B)(6) 2015 grade-3, recovered, probably related to device; abdominal pain from (B)(6) 2015 grade-3, definitely related to device, recovered; dehydration from (B)(6) 2015 grade-2, not related to device or procedure, related to concurrent disease, recovered. A serious event of deterioration of general health status also was recorded from (B)(6) 2015 grade-3, possibly related to device, unrelated to procedure, serious, not recovered. On (B)(6) 2015, approx 3 weeks after right lobe treatment with the study device, the subject presented to the hospital for a second therasphere administration on left lobe. In the opinion of investigator the subject was not found in sufficient health status ot perform hepatic angiography, thus left lobe treatment with the investigation device finally did not happen. On (B)(6) 2015, lab findings included prothrombin (80%, normal range 70-100), sodium 133 mmol/l (normal range 136-144), potassium 5.3 mmol/l (normal range 3.6-5.1), glucose 14.0 mmol/l (normal range 4.0-6.0), albumin 21 g/l (normal range 35-50), ast 196 u/l (aspartate aminotransferase) normal range 0-41), alt (alanine transaminase) 115 u/l (normal range not provided), alkaline phosphatase 303 u/l (normal range 29-84), ggt (gamma-glutamyl-tranferase) 307 u/l (normal range 0-64), total bilirubin 25.7 mcmol/l (normal range 6.7-26.8), direct bilirubin 12.4 mcmol/l (normal range 1.7-8.6). On (B)(6) 2015, the subject hospitalization was prolonged due to deterioration of general health status. No treatment for event was reported. On (B)(6) 2015, at the time of this report, the subject outcome was recovering/resolving. The subject continued participation in the study. The investigator assessed the event of deterioration of general health status as grade-3 (severe) in intensity, serious due to prolonged hospitalization; and possibly related to the study device, unlikely related to device procedure, possibly related to pre-existing condition of hepatocellular carcinoma and not related to standard of care sorafenib. The company agreed with the investigator's assessment. That the event is serious due to prolonged hospitalization and the event possibly related to the device, unlikely related to procedure, possibly related to hepatocellular carcinoma and not related to sorafenib. Additionally with regard to clinical signs and symptoms the event term of "hepatic failure" would be the better name for the event. Deterioration of general health status is not included in the current investigational brochure, hence it was considered unanticipated event. Additional information for the event of deterioration of general health status is anticipated. To date, a total of (B)(6) subjects received therasphere administration while enrolled in (B)(4) clinical trials ((B)(4)). The patients received total of (B)(6) administrations of therasphere. There have been (B)(4) other reports of serious adverse events consistent with a diagnosis of deterioration of general health status during these trials. (B)(4) events were assessed as related to the cancer under study, and (B)(4) as related to pre-existing cirrhosis. There have been a total of (B)(4) reports of events associated with fatigue (all of them non-serious) and (B)(4) reports of asthenia (all of them non-serious) fatigue and asthenia were assessed as potentially related to therasphere administration, chemotherapy, disease under study or pre­-existing conditions. Fatigue is a well-known adverse event of therasphere administration. Given these reports, a relationship between the use of the therasphere and the patient's development of deterioration of general health status is possible. However, the hepatocellular carcinoma under study, the pre­existing hepatic failure may also have caused or contributed to the event. (B)(4).